Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma(late) and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "diagnosed with bia-alcl," ¿significant swelling in one of her chests,¿ ¿pain and suffering¿ and ¿emotional distress, mental anguish¿ due to concern with the product.

Event description:
Patient representative reported "diagnosed with bia-alcl," ¿significant swelling in one of her chests,¿ ¿pain and suffering¿ and ¿emotional distress, mental anguish¿ due to concern with the product. Patient representative also reported ¿a rash on her lower back,¿ and ¿sore muscles, loss of energy, tingling, trouble breathing,¿ these events are not related to the device. Pathological markers were not provided. Device has been explanted. This record is for the left side.